Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that during a device implant procedure on (B)(6) 2019, patient had cerebrospinal fluid leakage due to a punctured dura which occurred while the physician was attempting to access the epidural space. The procedure was aborted, and no device system was implanted. Patient had symptoms of headache during the post operation recovery. No new implant procedures are anticipated. Patient was stable otherwise.